Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated, and no reportable abnormalities were observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the results of the investigation, a relationship between the subject device and the reported adverse event could not be identified. In addition, the root cause of the reported issue (loss of ke-45 on the elevator cover) could not be determined. Furthermore, although additional event details were requested, no further information was received from the customer. There was no additional patient or device data, including culture testing and reprocessing methods, provided by the customer. The event can be detected/prevented by following the instructions for use (IFU) in sections: chapter 6: compatible reprocessing methods and chemical agents chapter 7: cleaning, disinfection, and sterilization procedures this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, h3 has been updated from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the device evaluation results from the previous submission. Please see correction below. The device was evaluated, and the following reportable defect was observed: loss of ke-45 on elevator cover also, a correction has been made to h6 codes accordingly. There are no changes to the previously reported investigations findings.

Event description:
The customer reported to olympus that after an endoscopic ultrasound procedure with fine needle aspiration, the patient developed an abscess, unsure of source of infection. The needle was a non-olympus device. The customer wanted the evis exera ii ultrasound gastrovideoscope checked. The scope passed adenosine triphosphate testing before and after the patient. The customer does not culture, as reported. Additional information has been requested, however, unsuccessful.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number (B)(4). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.